Event description:
A 3.0mm diameter by 12mm length s7 stent delivery system was inserted for treatment of a lesion in the circumflex coronary artery. The lesion had been pre-dilated with a 2.0mm by 15mm ptca ballon prior to insertion of the device. During the attempt to track the stent to the calcified target lesion, the stent was unable to be advanced beyond an elbow turn in the circumflex artery. Therefore, the stent delivery system was pulled back from the coronary artery, however, upon removal the stent dislodged from the delivery balloon. The stent reportedly traveled down the left main into the aorta then entered a side branch above the iliac artery. Attempts to retrieve the stent were unsuccessful. The pt was reported to be fine post procedure and there was no add'l clinical sequalae reported related to the event. The calcified lesion not being pre-dilated 1:1 and the lesion being tortuous likely contributed to the event.